Event description:
A hemodialysis inpatient user facility reported one minute into treatment a blood leak occured. The leak was visually observed, blood test strips were used and they tested positive and the machine alarmed. Estimated blood loss was 300 cc's. Patient had no adverse effects and did not require any medical intervention. Sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.